Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were several episodes of atrial tachycardia/atrial fibrillation due to noise on the right atrial lead. No intervention was performed and the patient was stable and will continue to be monitored.